Manufacturer narrative:
Upon review of the received picture and x-ray, this complaint can be classified as confirmed. The breakage of the drill bit and the missing part can clearly be identified. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery had a delay of thirty (30) minutes. No patient harm reported.

Manufacturer narrative:
(B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: fragments will be removed from patient¿s body when patient¿s bone completely heal.

Manufacturer narrative:
Medical safety officer reviewed x-ray and confirms a broken drill bit can be observed.device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID, sex and weight were not provided for reporting. Additional device product codes used: gff, gfa, hsz. UDI# (B)(4). Implant and explant dates: device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Initial reporter contact information is unknown. PMA 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6)2017, patient underwent unknown surgery. After the surgery was completed, the surgeon found that during the surgery the drill bit broke and was left in the patient. No information about surgery prolongation. No patient harm was reported. This report is for one (1) 2.7mm drill bit/qc/100mm. This is report 1 of 1 for (B)(4).